Manufacturer narrative:
Final analysis confirmed that is was difficult to insert the test leads into the pulse generators a-connector and v-connector ports. The lead insertion force used to insert the lead was out of specification for the product. Analysis also confirmed that the inner diameter of the spring is out of specification for this product.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, it was difficult to insert the atrial lead past the setscrew of the pulse generator header. After multiple attempts, the device was no longer used and a new device was implanted. The patient was fine during and after the procedure.